Event description:
Additional information was received on 27mar2026: the doctor stated that a metal needle was not used.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information in section b5, to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. Appearance confirmation (visual inspection, microscope): the returned items were one advantage and a peeled piece. The outer layer of the actual device had peeled off in two places. The outer layer had peeled off over 34 mm-40 mm from the distal end. The outer layer had peeled off over 45 mm-201 mm from the distal end. The outer layer peeled off half the circumference, and the wire strand had been exposed. The peeled surface of the outer layer was smooth. The distal side of the peeled outer layer was straight and had a bump. The proximal side of the peeled outer layer was arc-shaped and had a gentle slope. No anomaly was found in appearance in other parts. Dimensions: the outer diameter of the hydrophilic coat and the ptfe-coat parts: they met the factory's specifications, and no anomalies were found. Confirmation of a defect: since it peeled off over approximately 45 mm to 201 mm from the distal end, the peeled part was estimated to be approximately 156 mm. Full length of the peeled piece: approximately 99 mm it was considered that there was a defect of approximately 57 mm. History investigation of the involved product code and lot number: as a result of the history investigation, no anomaly was found. Past simulation test: the following was observed when a guidewire was used with a metal needle. The outer layer was peeled off over half a circumference, and the wire strand was exposed. The peeled surface of the outer layer was smooth. The edge of the peeled outer layer was straight and had a bump. The edge of the peeled outer layer was arc-shaped and had a gentle slope. Based on the investigation results, no anomalies were found in the manufacturing history records and dimensions. As one of the possibilities, it was inferred that the actual device came into contact with a calcified lesion or some hard, sharp object such as a metal inserter, and when it was removed in that state, the outer layer peeled off. However, since the details of the procedure were unknown, it was not possible to determine the cause of the occurrence. Ashitaka factory is committed to maintaining the quality of the product by performing the following control. In the product assembling process, 100% visual inspection is performed to ensure that there is no anomaly such as abrasion in appearance. In the product assembling process, 100% visual inspection is performed to ensure that there is no lift or flare on the outer layer. Relevant IFU reference: "do not manipulate or withdraw the glidewire advantage through a metal entry needle or ametal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator mayresult in destruction and/or separation of the outer polyurethane coating requiring retrieval. Aplastic entry needle is recommended when using this wire for initial placement." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. History investigation of the product with the involved product code/lot number no anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Please refer to section h10 for the related reports. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the following information: it was reported that after the procedure when the glidewire was removed, the end of the wire appeared to have shredded, and part of the tip/plastic remained inside the patients groin area. They were able to remove the piece from the patient. Establishment vascular access femoral approach for endovascular stent insertion into abdominal aortic aneurysm was the procedure performed for the patient.